Manufacturer narrative:
The product will not be returned for analysis, as the hospital cannot find the unit in question. It is believed that the unit was discarded by the account. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cap assembly subassembly lot was reviewed. It was observed during review of this lot that no non-conformances were generated, and no incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Additional information is still being pursued, and will be submitted within 30 days of receipt if available.

Manufacturer narrative:
The complaint report stated that the 4fr brite tip catheter sheath introducer sprayed blood into the physician's eyes. No actual injury occurred, the physician and the patient underwent blood screening and the results have been negative. The event occurred during a fistuloplasty; the user felt that the mixture of blood and contrast "was spray from the side of the valve - the collar." The injection took place while a 0.035" standard wire was in place. It is not known if a power injector or hand injection was used for contrast delivery. The product was not returned for evaluation; it was discarded at the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. Although the user felt that the spray came from around the suture collar, the most likely place for any bleed back from the sheath would have been the silicone gasket, particularly if a wire was in place during injection. Csi's are designed to facilitate introduction of intravascular devices via a hemostasis valve. This gasket is not designed to withstand any type of high-pressure injection, whether it originates from a power injector or a hand injection delivered strongly. Review of the available information suggests that device handling may have contributed to this event. No actions will be taken at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, active blade on the device fell off into the patient. The blade was retrieved using another unknown instrument. The x-ray machine was not needed to locate the blade. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been found at the site, and therefore has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The physician was using a 4f brite tip sheath and it sprayed back blood, some of which went into the physician's eye. The valve of the sheath appears to be faulty. The affiliate has been unable to speak with the physician to date, but the nurse on the case believes the event occurred midway through the case, during either insertion or removal of a guidewire. Additional information has been requested, but has not yet been forthcoming.